Event description:
Parent states, sunday morning the pump did not alarm when the bag was empty and continued to run... The pt had air in this stomach as a result. The parent was able to vent him and no medical intervention was required.

Manufacturer narrative:
The pump in question has not been returned. If the pump is returned, an evaluation will be performed and a follow-up report sent.